Manufacturer narrative:
A field service engineer replaced the baseboard assembly and the system master hard drive in the user interface computer module. The system performed to specification after replacements and the system was released for clinical use. The field service engineer reported that there were no error code(s) recorded in the system log file and therefore, the failure mode could not be confirmed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that the system halted during operation.